Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited infection. A revision was performed and the ra lead was explanted. There were additional adverse patient effects reported.